Manufacturer narrative:
The ventilator was investigated on site. The issue could be confirmed in the ventilator logs and the issue was solved by reseating the expiratory cassette. The ventilator passed all safety and functional tests and was cleared for clinical use. No root cause of how the expiratory cassette had become loose has been determined.

Event description:
It was reported that the ventilator alarmed for expiratory minute volume low and expiratory cassette disconnected. There was no patient harm. Manufacturer¿s ref #: (B)(4).